Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occured. A 2.5x24mm taxus stent was implanted in the left anterior descending artery initially. The physician encountered deflation difficulty with this stent delivery system. Next a taxus express2 2.5x12mm drug eluting stenting was deployed in the same vessel. The physician encountered balloon withdrawal difficulty. It was described as "stickiness". The balloonw as removed and the stent was deployed. No pt complications occured.